Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opened a tibial base tray new in the box. Scrub tech noticed a hair like piece inside the sterile packaging. Handed implant back and a new tibial implant was opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date), d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that opened a tibial base tray new in the box. Scrub tech noticed a hair like piece inside the sterile packaging. Handed implant back and a new tibial implant was opened. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the package of the attune rp tib base sz 3 por displays signs of manipulation and the blister is opened. A foreign matter can be seen taped on the white protective cover. It is reasonable to suspect that this foreign matter may have compromised the sterility of the product. A manufacturing record evaluation was performed for the finished device product code: 150611003 lot number: 4016990, and there were 4 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. The reported allegation can be confirmed, however since the blister have been opened, it cannot be confirmed whether the foreign matter was present within the sterile package when it left j&j's control or at what point the package may have been exposed to this foreign matter. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 3 por would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code: 150611003 lot number: 4016990, and there were 4 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. Device history batch null. Device history review a manufacturing record evaluation was performed for the finished device product code: 150611003 lot number: 4016990, and there were 4 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. H11 additional narrative: corrected: h3.